Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 26 mdrs filed for the same patient (reference 1825034-2013-04965 & 2014-00709, 00739 / 00762).

Event description:
It was reported that patient enrolled in a clinical study underwent initial right total hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2005 due to infection. It was further reported that patient underwent a radical debridement procedure on (B)(6) 2006 due to infection. An additional radical debridement procedure was performed on (B)(6) 2006 with implantation of cement spacers. No further information has been provided to date.

Event description:
It was reported that patient enrolled in a clinical underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date for infection and underwent reimplantation on (B)(6) 2005. Patient underwent an irrigation and debridement procedure on (B)(6) 2005 due to infection. It was further reported that patient underwent a radical debridement procedure on (B)(6) 2006 due to infection. An additional radical debridement procedure was performed on (B)(6) 2006 with implantation of cement spacers.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown.